Event description:
The customer stated the physician questioned a high inorganic phosphorus (phos) result. The sample was repeated on another p module (serial number unknown) at the customer site and the results were significantly different. The original phos result was 8.7 mg/dl and the first repeat was 4.7 mg/dl on a primary tube and the 2nd repeat was 4.6 on a sample cup. There was no adverse event. The customer had run controls prior to the event. Calibration had been done on (B)(6) 2016 and had passed. The customer replaced the reagent. The inorganic phosphorus (phos) lot number was 14547301 with an expiration date of 7/31/2017. The field support representative replaced the cuvettes because they were contaminated with a sticky substance. The system has worked fine since the replacement of the cuvettes. According to the operator manual, the cuvettes and pipettors have to be checked daily before operation and the cuvettes must be replaced on a monthly basis.